Event description:
During g3 surgery, the step drill could not go into the lag screw hole because the step drill was hitting the nail. The surgeon found that the targeting sleeve was damaged. The surgeon inserted the step drill by freehand technique, and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.